Event description:
It was reported that the pump was returned by the patient's rn with what appeared to be full amount of drug remaining. Rn stated that pump was started when connected two days ago. Patient stated there were no noises or indication of malfunction. Upon inspection, cadd pump confirms that reservoir is full and 0 ml given. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#617147. No problems or issues were identified during this device history record review. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.